Event description:
Olympus became aware the ceramic insulation at the distal tip of the asset resection sheath was found broken. There was no patient or procedure involved.

Manufacturer narrative:
The referenced device was returned for evaluation and the customer¿s reported issue was confirmed. The ceramic insulation at the distal tip of the device is damaged/parts broke off. The inspection also noted the following (non-reportable) defect: the outer tube has an indentation, and there is corrosion on stress cracks on components of the device. The lot number for the device is unknown/ illegible. Therefore, a review of the device history records could not be performed. The root cause of the broken ceramic insulation at the distal tip of the sheath cannot conclusively be determined. However, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). To mitigate damage to the device and patient injury, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints related to the device and reported phenomenon. Additional 510(k): k931995.